Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three protectors assembled onto a vial was provided to our quality team for investigation. Upon inspection, no damage or other defect was identified that could have contributed to the leak reported. Functional testing was performed and no leakage was observed. Product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. As lot information for this incident was not available, a device history review could not be performed. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process at this time. It is important to use the m12 assembly fixture in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it appears that the leak may have occurred between the rubber stopper and the protector, but the exact cause is unclear. This occurred twice in a row when using the roseus 40mm vial. The 10mm vial did not leak but was recalled due to a possible malfunction.